Event description:
It was reported that, "dr. (B)(6) was tightening a xia 3 blocker in a 4 level case (l2-s1). When tightening the left l4 blocker in the tulip, the tip of the torque wrench broke off and remained inside the blocker. It could not be removed and the pt was closed up with the tip of the torque wrench lodged inside the l4 blocker."

Manufacturer narrative:
Method: visual inspection, manufacturing record review, complaint history analysis and risk assessment. Results: visual inspection: the tip/hex of the returned instrument was confirmed to be broken. Manufacturing record review: 3 non-conformities were found during the manufacturing process linked to an issue of operator manipulations during process control. After the re-control process, all samples were recognized to be conforming. Complaint history analysis: 29 previous records for torque wrench tip breakage. After complete analysis of the cause of breakage for these failures, the design was changed and an alternative link between tube (outer shaft) and inner shaft without press fit pin and welding was implemented. Risk assessment: additional info received has confirmed that while the broken part of the tip remains in the pt, the surgeon did not seem concerned and an alternative instrument was available to complete the surgery. Conclusion: the instrument design contributed to this event. The instrument design and manufacturing process were modified as a result of corrective actions which were implemented on 06/30/2011. The instrument involved in this report was manufactured 23 months before the application of these corrective actions.